Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 55% and shut off within an hour. The pump was then connected to a power source and the battery gauge jumped from 5% to 80% suddenly. The customer's blood glucose (bg) level was 367 (mg/dl). The customer reloaded the cartridge and delivered a bolus to address bg level. The customer confirmed that alternate insulin therapy was available.